Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "bracket for the monitor is broken out, and the module fell down". No death or patient /user injury or harm was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.